Event description:
Litigation papers allege that the patient has suffered injuries relating to the defective pinnacle hip replacement system including, but not limited to, severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis and/or lack of mobility, all of which resulted in emotional distress and loss of enjoyment of life, due to the knowledge that she could at any time be subjected to further injuries associated with the defective device, as well as by the knowledge that she might be advised to undergo additional surgery to correct, remove and /or replace the defective device in the future.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).